Manufacturer narrative:
(B)(4). Final analysis of the stimulator revealed the setscrew was backed out too far.

Event description:
It was reported there was difficulty tightening setscrew onto the lead. Everything had been aligned correctly and they heard clicks when tightening setscrew, however, the doctor was able to pull the lead out of the implantable neurostimulator (ins). They attempted to reinsert and tighten the set screw five times but could not get the setscrew to tighten on lead. New ins was requested by the doctor and the issue was resolved. It was noted the reporter had not seen the doctor loosen set screw at all prior to inserting lead. Follow up reported the patient was not affected by the implant. When the doctor could not get the implant to tighten after five tries, they got another device and implanted the new device. Patient recovered without sequela.